Event description:
Physician discovered a large clot in the patient's aorta on an unknown date. The physician elected to line the aorta with a bifurcated device on (B)(6) 2014. At that time the physician prescribed blood thinners for patient to take. On (B)(6) 2014 the patient presented to the hospital with leg pain and a computed tomography scan was performed. The CT scan suggested the patient had an occluded right iliac. The physician elected to clear the blood clot at that time. It was also noted that the patient advised that between (B)(6) 2014 and (B)(6) 2014 he had not taken the blood thinners for 2 days. The patient is reported as doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product appropriateness and patient candidacy could not be fully assessed due to lack of information. Product use was incongruent with the IFU due to: absence of an infrarenal abdominal aortic aneurysm; and, an aortic diameter less than 18 mm. There was evidence of thrombus within the left lower extremity prior to the stent placement, which was successfully treated with thrombolysis. Approximately one month post stent placement and three days prior to the right iliac occlusion, a CT scan demonstrated bilateral iliac patency; the left iliac stent had a very thin mural thrombus within the stent. It was reported (but not substantiated) that the patient missed two days of their blood thinner medication post stent placement, which might have contributed to this event. There was evidence of a right iliac stent and artery occlusion, which was successfully treated with thrombolysis. Although the final patient disposition was not known due to lack of information, it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not definitely be determined, although off-label use of the device was probably a factor: there was thrombus present; there was absence of an infrarenal abdominal aortic aneurysm; and the aortic diameter was less than 18 mm. There was no device issue identified during the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.